Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916 batch # 2287687. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: rcc received a complaint via email. A was immunized in the deltoid with a pre-filled syringe with a 25 g 1 inch needle attached. When the immunizer went to deploy the safety mechanism after the immunization was administered and the needle had safely been removed from the client's deltoid, the needle completely detached from the hub therefore the immunizer was not able to safety deploy the safety mechanism. The device was retained. Manufacturer code/model: 305916 serial or lot number: (B)(6).

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - needle pulled out of hub. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: it was reported the needle completely detached from the hub. To aid in the investigation, one sample with no packaging and one photo was received for evaluation by our quality team. A visual inspection was performed with 30x magnification. The safety mechanism has been activated, and the needle is out of the needle hub. The needle has epoxy that covers about 40% of the needle outer diameter. The photo provided shows the sample received. No other defects or imperfections were observed. This condition occurs if there is a jam at the cannulator. A device history record review was completed for provided material number 305916, lot 2287687. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of condition during the entire production run of these batches. The sample will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.